Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was prompting them to rewind after every battery change. There were no alarms found on the customer's insulin pump. The customer did not want to change out their infusion set or reservoir. Customer's blood glucose was 151 mg/dl. Customer believed their insulin pump was not functional, and requested a replacement insulin pump. The customer was assisted with priming their insulin pump. No additional information provided.